Manufacturer narrative:
The lot number of the device is unknown therefore the date of expiry and date of manufacture are unknown. The complaint device has not been received therefore a failure analysis could not be performed. Should the device be returned a supplemental MDR will be filed.

Event description:
According to the complainant, an extractor pro retrieval balloon was used to treat lithiasis in the common bile duct. The balloon was successfully pre-inflated and then inserted into the scope through the biopsy cap. Once in the duodenum, the doctor asked to the nurse to inflate the balloon again and he realized that the balloon was broken. The physician suspected that the damage occurred when the balloon passed through the cap that was placed in the proximal part of the working channel of the duodenoscope. A second extractor pro retrieval balloon was used along with the same rx biopsy cap to complete the procedure. No patient adverse events were reported. The complainant initially alleged a malfunction of the extractor pro balloon however, the investigation revealed that there may have been an issue with the second device, the rx biopsy cap. An investigation is in progress to address rx biopsy cap perforation issues, and this failure mode may have contributed to the issues with the extractor pro retrieval balloon.